Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot#: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient using a deep brain stimulation implantable pulse generator (ipg) experienced issues with external components, specifically a frayed recharger antenna cord and a bent connector pin on the desktop charger (dtc) cable, which became increasingly difficult to plug in over time. The patient observed worsening fraying of the antenna cord over the past month but was unsure when the dtc cable issues began. Replacements for both the recharger antenna and the dtc/ac power supply were requested and processed. No patient complications have been reported as a result of this event.

Event description:
Additional information received that patient called back regarding this case and stated they were sent the wrong part. Patient clarified they needed the recharger antenna and they received that along with the desktop charger (dtc) but reported they also needed the recharger replaced as well. Patient reported they thought receptacle where they plug the dtc into the recharger is bent. Patient stated they thought since they couldn't plug the dtc into their insr that the dtc needed to be replaced, but stated now they think the insr needs to be replaced. Patient stated it had been getting harder and harder to plug their dtc into the implant recharger (insr) jack and that is why they had the dtc replaced. Agent reviewed wr transition process. Patient had not tried plugging replacement dtc into insr yet. Patient plugged replacement dtc into insr on the call and confirmed plugged into insr easily. Patient confirmed insr was charging successfully at call closure. Patient will continue to monitor and call back if issue persists for further assistance.

Manufacturer narrative:
Additional information was updated in b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.